Manufacturer narrative:
(B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the spring had broken inside of the femoral inserter. This was identified prior to surgery. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: UDI-(B)(4) medical product-impactor pad item# 42-5099-094-00 lot# 62377736 a functional evaluation of the returned femoral inserter/extractor with the femoral provisional item and the impactor pad found that the inserter/extractor functions as intended. Therefore, the issue cannot be confirmed. DHR was reviewed and no discrepancies were found. No problem was found with the returned instrument. A definitive root cause of the reported issue cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the spring had broken inside of the femoral inserter. This was identified prior to surgery. No adverse events have been reported as a result of the malfunction.